Event description:
It was reported that during device preparation for implant, the new pacemaker failed to produce low voltage output. The device was not used for implant on (B)(6) 2024. There were no patient consequences.